Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a compromised force sensor system and that insulin was squirting out during the manual prime. The insulin pump had also recently been alarming for no delivery. The blood glucose reading was 110 mg/dl. The drive support cap appeared normal and recessed and had not been pressed on while connected to the body.